Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified two openings on the anterior side, consistent in the use of some surgical tool. Based on the device analysis the final assessment is two puncture openings found on the anterior due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.